Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the 4.0-5.75mm saphenous vein graft (svg). Without predilating, an ion stent delivery system (sds) was advanced and the stent was deployed. It was post dilated with a 5.0mm sterling balloon inflated to 18atms. Upon review of the xray, the stent did not have ideal deployment and it was un-uniform. There were no distinct fractures, however, the stent did not look like a column. There were no patient complications and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this complaint is related to user error. The device was used in a 4.0 mm to 5.75 mm vein graft in the leg. The taxus element/ion directions for use (dfu) includes the following "the ion stent system is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries 2.25 mm to 4.00 mm in diameter in lesions 34 mm in length." (B)(4).